Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The resident fell from the sling used with sara flex. The information received suggests that the sling might have been large. The resident stated that she felt that the sling was too loose. The resident then fell, broke her back, and subsequently died. The time between an incident and patient death is unknown.

Manufacturer narrative:
The investigation process is still ongoing. Additional information will be provided in next report.

Manufacturer narrative:
The resident fell from the sling used with sara flex. The information received suggests that the sling might have been large because the resident stated that she felt that the sling was too loose. The resident then fell, broke her back, and subsequently died. The time between an incident and patient death is unknown. In the complaint the reporter did not directly link the patient's death to the fall or broken back. No malfunction was found in the lift or sling that may have contributed to the claimed event. The reported indicated that the sling size was selected according to the resident¿s weight based on the nursing assessment and arjo sizing guide. The resident expressed concern that the sling felt too loose, which may indicate that weight-based sizing alone was insufficient to ensure proper fit and support for this individual. Sling instructions for use (04.sf.00-int1a_8), guides through the size selection (there is a separate chapter), to ensure the selection of the sling is based on the measuring of the patient's waist. There is also information that the safe working load for all slings (s, m, l, xl) is 200 kg. Relying only on body mass may result in inadequate support or a loose fit, especially for individuals with atypical body proportions. Appropriate sizing is essential to ensure comfort, safety, and effective functionality during transfers. According to the sara flex instructions for use (IFU, 04.kl.00.en_8), ¿before use the caregiver should always consider the patient¿s/resident¿s medical condition, physical and mental capabilities. In addition the patient/resident must be able to bear weight on at least one leg and have some trunk stability, be able to sit on the edge of the bed, weigh in the range of 45 to 200 kg (99 lb ¿ 440 lb), and have a height within the range of 145 to 195 cm (4¿8¿ ¿ 6¿4¿). If the patient does not meet these criteria an alternative equipment/system shall be used.¿ arjo received information that the resident¿s arms were positioned inside the sling, rather than on the designated grip handles during the event. It may have reduced upper-body stability during transfer as the grip handles are designed specifically for the patient to hold onto during the sit-to-stand movement. According to IFU, the caregiver should ¿ask or assist patient to place his/her hands on the patient/resident handles.¿ sum up, the incident appears to have resulted from a potential unintentional use error (sling may not have been a proper size based on the measuring of the patient's waist). No deficiencies were identified in the lift or sling; both met their specifications. They were used as a system for patient transfer and therefore played a role in the incident. This complaint decided to be reportable due to the patient¿s fall.